Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5f exoseal vascular closure device (vcd) did not deploy despite the button being fully depressed. The device was removed, and the pga sealant was noted to still be inside the vcd. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU), as confirmed by the user. The exoseal vcd was used in a diagnostic procedure, and an antegrade approach was employed. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use, according to the user. A 5f avanti sheath was used as the catheter sheath introducer. Regarding the femoral puncture site, the suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer, which was confirmed to be within the recommended 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5mm, as stated by the user. The puncture site had no visible calcium or plaque, and there was no access vessel tortuosity. No stent was near the puncture site, and there was no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd, according to the user. Hemostasis was achieved by opening and using another 5f exoseal. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button, although the deployment button would not press down. When the device was removed, it was noted to be intact, but the deployment button still would not budge. The plug did not fall out of the exoseal vcd shaft upon removal from the patient, and it was not partially deployed or partially out of the shaft. The plug was found to be fully inside the shaft. The indicator wire was still visible when the device was removed. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the guard was locked, the deployment lever was partially depressed, and the indicator window was found in the black/red/white position. The plug was returned partially deployed, and the indicator wire was partially retracted. A cordis catheter sheath introducer (csi) was returned inserted on the unit. The conditions described, are expected conditions of a partial depression of the deployment lever. Additionally, it was observed that the delivery shaft distal end presented torn conditions. The dimension of the delivery shaft inner diameter (ID) could not be executed due to the torn conditions observed. No functional analysis could be performed as the device could not be reset due to the received conditions. A high magnification evaluation was executed to evaluate any device internal configuration issue that could be related to the reported event. During this evaluation no damage or abnormal condition was observed to be reported. Additionally, an evaluation of the delivery shaft distal end was executed too, and it was observed that the affected zone presented visual evidence related to overloading tensile force applied and/ or interaction with sharp edges materials, as a deformation and a cut condition was observed to be present. Based on the information provided and the product analysis, the reported customer event of ¿vascular closure device (vcd) - deployment difficulty - unable¿ was not observed. The device was received with partial depression of the lever and partial deployment of the plug, indicating that complete depression of the lever was not completed. A condition of ¿delivery shaft - frayed/split/torn¿ was observed. The affected zone presented visual evidence related to overloading tensile force applied and/ or interaction with sharp edges materials, as a deformation and a cut condition was observed to be present. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is possible that the damage at the end of the delivery shaft caused difficulty with deployment of the plug, as it compromised the delivery of the plug. The cause of the condition of the delivery shaft could not be determined. Procedural gactors may have been a contributing factor, since it was reported that an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) did not deploy despite the button being fully depressed. The device was removed, and the pga sealant was noted to still be inside the vd. There was no reported patient injury. The device was stored and prepped according to the IFU, as confirmed by the user. The exoseal vcd was used in a diagnostic procedure, and an antegrade approach was employed. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use, according to the user. A 5fr avanti sheath was used as the catheter sheath introducer. Regarding the femoral puncture site, the suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer, which was confirmed to be within the recommended 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5mm, as stated by the user. The puncture site had no visible calcium or plaque, and there was no access vessel tortuosity. No stent was near the puncture site, and there was no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd, according to the user. Hemostasis was achieved by opening and using another 5fr exoseal. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button, although the deployment button would not press down. When the device was removed, it was noted to be intact, but the deployment button still would not budge. The plug did not fall out of the exoseal vcd shaft upon removal from the patient, and it was not partially deployed or partially out of the shaft. The plug was found to be fully inside the shaft. The indicator wire was still visible when the device was removed. The device is being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.